Event description:
The event is reported as: complaint alleged - the balloon leaked during functional testing prior to use on a pt. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to MFR in time for this report. A f/u report will be sent when investigation is completed.